Event description:
It was reported that one day after implant, the right ventricular (rv) had a loss of capture. A lead dislodgement was suspected. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).